Event description:
During the review of the patient's medical records the company was made aware that the patient had a lumbar drain placed on (B)(6), 2004 following the patient's device revision surgery. The patient was treated with ancef and lactate ringer.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is reportedly doing well. This is the final report.